Manufacturer narrative:
Corrected data: the initial implant date (d6a) was removed as the manufacturing date is later than it.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of premature discharge of battery was not confirmed. The device was received with normal telemetry and output. Visual inspection of the epoxy header was performed, indicating an unusual appearance of the epoxy. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the battery of the pacemaker (pm) had prematurely depleted. The patient was asymptomatic. The pm was explanted and replaced. The patient was stable throughout the procedure.